Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and subjected to positive pressure. The balloon was inflated to its rate of burst pressure of 12 atmospheres for 30 seconds using digital timer: g24609, without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with calibrated pressure gauge g19252. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per flextome specification, the rated burst pressure for this device is 12 atmospheres. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that a balloon burst occurred. The 70% stenosed target lesion area was located in a mildly tortuous and severely calcified left anterior descending artery. A 06/3.00 flextome cutting balloon monorail was selected for use. During the procedure, the balloon was inflated up to 12 atmospheres and a burst was noted. The device was pulled out from the guiding catheter. The procedure was completed with another of same device. No complications were and patient was stable post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon burst occurred. The 70% stenosed target lesion area was located in a mildly tortuous and severely calcified left anterior descending artery. A 06/3.00 flextome cutting balloon monorail was selected for use. During the procedure, the balloon was inflated up to 12 atmospheres and a burst was noted. The device was pulled out from the guiding catheter. The procedure was completed with another of same device. No complications were and patient was stable post procedure.